Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the keyboard. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported by covidien service engineer while on customer's installations that an 840 ventilator had unresponsive keyboard. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.